Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the main drawer had a broken rail. The field service engineer (fse) troubleshot the issue where the drawer was not closing properly due to the damaged rail. The fse replaced the faulty railing and installed new bumper slides to ensure smooth operation. The drawer was then tested using the hardware test application and successfully opened. The customer was able to recover the drawer without any issues. The fse also assisted the customer in repairing the drawer failure and performed a system performance inspection to confirm overall functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a main drawer rail broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.